Event description:
It was reported that customer pump screen was broken, with touchscreen cracked, unresponsive, and unreadable, although pump still started, charged, and was recognized by computer. There was no reported impact to the customer¿s blood glucose level. Customer arranged return of pump to distributor for evaluation, and replacement pump was provided, with no additional information received regarding further actions or outcome of event.